Event description:
Event description guidant received information that a device memory disk is enroute for analysis in response to a recent safety communication that was issued on may 12, 2006 for this device model. Subsequently, guidant received information that this device was explanted. It was reported that the patient was discharged following the procedure and subsequently suffered a stroke. Physician felt it may have been related to the replacement procedure, since pt was taken off coumadin and was put on lovanox, inr was 1.4. Dft testing this time, 21j no conversion, second shock at 31jc onverted both vf and af.